Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Consumer states they have had the chair for a few months. Wheelchair won't start. Caregiver, david, can hear clicking sound but will not drive. States he has no error codes on the chair.